Manufacturer narrative:
Product event summary: analysis of the device memory indicated a full electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the patient experienced a near-syncopal episode due to a full power on reset (por). The device was reprogrammed to the previous parameters and remains in use. No further patient complications have been reported as a result of this event.